Event description:
Reporter noted handpiece wasn't aspirating well. Corneal burn during second pass of sculpting. Changed handpiece to complete case. Bandage contact lens applied for superior epithelial defect.